Event description:
It was reported to boston scientific corporation that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure in late 2008. According to the complainant, the hta system was making a knocking noise during the heating cycle followed by an alarm (unknown alarm). The physician paused the system by hitting stop once and placed a hysteroscope to get visualization. The physician discovered a perforation when changing the degree of the hysteroscope. Reportedly, the perforation was left as is. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.